Event description:
It was reported that three days later after implant the right atrial leadless pacemaker (alp) dislodged and migrated from the pulmonary artery to the entrance of the lung. It was noted that the alp exhibited loss of capture. The alp was retrieved successfully, explanted, and replaced. The patient was in stable condition.

Event description:
It was reported that three days later after implant the right atrial leadless pacemaker (alp) dislodged and migrated from the pulmonary artery to the entrance of the lung. It was noted that the alp exhibited loss of capture, varying pacing impedance and pwave amplitude variation. The alp was retrieved successfully, explanted, and replaced. The patient was in stable condition.